Event description:
New information received notes that the device was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, the device was unable to be interrogated. Different wands were used but the device still could not be interrogated. No changes were seen to the electrogram when a magnet was placed over the device. Device changeout was discussed and the patient is currently stable.

Manufacturer narrative:
The reported event of unable to interrogate and no magnet response was confirmed. The device had no communication and no output when received. The device was cut open and tested on bench when the depletion in the battery was noted. High current drain was noted. Further testing was performed by separating the header from the case to perform a dye penetration test on the feedthrough component which revealed breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Because of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The reported field event of interrogation failure was confirmed in the laboratory. Interrogation of the device revealed no telemetry communication and no output when received. Visual inspection exhibited delamination of the header between the header and can causing the body fluids to enter the header attachment area. Low impedance measurements were noted due to the entry of body fluids through the delaminated area causing shorting between header connector pins. The cause of reported event may have been due to a manufacturing anomaly. As a result of this finding, abbott is performing further investigation.